Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 94 to 107 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer rec'd blood glucose test result of 82 mg/dl today (B)(6) 2015. Back to back blood test performed during call non-fasting ((B)(6) 2015; 3:40 pm) with results of 90 mg/dl and 100 mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 84 mg/dl, (B)(6) 2015, 11:00:00 am; 84 mg/dl, (B)(6) 2015, 12:43:00 pm; 75 mg/dl, (B)(6) 2015, 11:26:00 am; 65 mg/dl, (B)(6) 2015, 11:00:00 am; 78 mg/dl, (B)(6) 2015, 11:00:00 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.